Manufacturer narrative:
Unique complaint number: (B)(4). Ordered customer a replacement base and mattress. Customer's base and mattress will be exchanged. Base with alleged defect will be returned to leggett and platt for a full investigation. Leggett and platt will forward the results when available. MDR will be updated at that time. Based on the information provided by the customer; the complaint is reportable per cfr 21 803.3. MDR: (B)(4).

Event description:
Spoke to (B)(6), customer stated the foot massage motor has damaged his base cover. Customer states that the foot massage motor appears to burned thru the base cover and mattress. The customer states this only occurred with his bed and confirms that no one was injured and that medical attention was not needed.